Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 4.50 mm x 12 mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. No patient complications were reported, and the patient status was stable.